Event description:
It was reported that potential far-field over-sensing of ventricular lead on atrial channel on patient presenting to healthcare facility. Physician reported observed double counting. The atrial lead remains in use, diagnostic, testing, troubleshooting performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.